Manufacturer narrative:
Product event summary the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert triggered. In the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing, two lead integrity alerts (lia), short v-v intervals and two non-sustained ventricular tachycardia episodes. It was noted that there was both near and far field r waves. Follow up was conducted and the healthcare professional stated that a magnet was used on the patient's device to reset the alert. No intervention was conducted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.